Event description:
It was reported that the pt experienced a shocking sensation when he was near the registers in a retail store. This only occurred when his device was on. A revision of the lead had been planned due to the current position has not been providing relief of symptoms. The pt was in good condition. Further information is being requested from the hcp.